Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leak. The unit was filled with fluorouracil 4000mg in 115ml sodium chloride 0.9% bp. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from june 3, 2014 to june 4, 2014. Evaluation summary: visual inspection of the returned device noted fluid inside the package that contained the unit. When the unit was removed from the package, the cause of the fluid inside the package was visually identified to be an untightened blue winged luer cap. A functional leak test was then performed; after filling the unit, the blue winged luer cap was hand tightened, and the unit was monitored for leakage until the following day. No signs of leakage were observed during this test. The unit met product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.